Event description:
It was reported that the insulin pump twice alarmed off no power without first alarming low battery. The reported blood glucose reading was 154 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly and the battery cap spring. No further testing could be performed due to the blank display.